Manufacturer narrative:
Investigation results: the batch history record for lot number 05np277 showed that all final product specifications were met. Additionally, the in-process qa inspection met specifications and no deviations or temporary changes which could have caused this complaint were noted.

Event description:
Methicillin resistant staphylococcus aureus wound infection superficial to mesh. Information was recevied on 12-jun-2006 from a physician via a sales representative regarding a female patient (age, initials and dob unknown) who underwent "ventral or incisional" hernia repair on approximately in 2006 with placement of sepramesh ip at the midline incision. On an unknown date, the patient experienced a wound infection (unspecified). At the time of this report, the patient's outcome was unknown. The physician did not provide a causality assessment and no further information was provided. Additional information was received on 08-aug-2006 from the surgeon regarding the female patient with a history of type ii diabetes and a large ventral hernia with an incarcerated small bowel. A month earlier, the patient underwent hernia repair with operative time greater than 2 hours. The patient was treated with cefoxitin IV prep and cefazolin IV for 24 hours post-op. Two jp drains were placed in the subcutaneous space post-op. Two weeks post-op, the patient developed mrsa wound infection superficial to the mesh with purulent drainage. Three months later, the patient was considered recovered with sequelae. At the time of the report, the wound was nearly healed with vac dressing changes and the mesh was intact and covered with granulation tissue. The surgeon assessed the intensity of the event as moderate and the relationship of the event to sepramesh ip as "definite".